Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Tandem technical support left a message for customer to contact back in order to troubleshoot. Customer will need to contact us back. No further information has been provided.